Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received to date. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number of the reservoir? No further information is available. When was the event occurred (intra-op or post-op)? No further information is available. What was used to complete the procedure? No further information is available. No further information will be provided. Product is not available for return.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2021 and a reservoir was used. During or after an surgery, the reservoir could not be locked. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.